Event description:
The manufacturer received information alleging won't turn on related to the device everflo intl oxygen concentrator. There was no report of patient harm or injury. No medical intervention was specified. The device was sent to a third-party service center for investigation. During evaluation, clogged integratet canister, melted power cable, replaced inlet filter due to preventive maintenance were found. The customer complaint was reproduced. Lastly the device passed all test results. The third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 07/03/2024. The device was returned to the service center for evaluation. During evaluation, clogged integratet canister, melted power cable, replaced inlet filter due to preventive maintenance were found. The customer complaint was reproduced. The device passed all test results. Section g3 and h6 have been updated in this follow up report.